Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the lock/unlock screen. Customer¿s blood glucose level was 211 mg/dl. At the time of the report with tandem technical support the touch screen was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.